Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided, and it was reviewed. Photo 1 displays the product labeling information, which has been verified and matches the tw details. Photo 2 shows two product boxes, which have been verified and match the tw details. Photo 3 shows two packaging units containing three magnum needles. In the top packaging (with two magnum needles), the first needle has a broken cannula hub, and the second needle has a broken stylet hub. In the bottom packaging (with one magnum needle), the cannula hub is observed to be broken. Based on the photo review, the reported break issue can be confirmed. Therefore, the investigation is confirmed for the reported break issue as the stylet hub was noted to be broken on the second needle and cannula hub was noted to be broken on the first and third needle in the provided photos for review. A definitive root cause for the alleged break issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided breast biopsy procedure through normal density tissue using magnum instrument. During the procedure, the three needles allegedly break. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided breast biopsy procedure through normal density tissue using magnum instrument. During the procedure, the needle allegedly break. There was no reported patient injury.